Event description:
Received a report from a consumer indicating this past summer 2007 she had been hospitalized, diagnosed, treated and released for toxic shock syndrome. Please note the consumer provided limited information regarding her experienced. The dates of the event, hospitalization etc were also not provided.

Manufacturer narrative:
Advised lot code information provided by the reporter has been sent for investigation. We await the results. We have requested and await more information from the reporter regarding her experience and the return of the product for evaluation.